Event description:
According to the reporter, during a splenectomy procedure, after firing the device, the jaws of the device did not open. The user tried resetting the device using a new powered device, but the issue remained the same. The surgeon then cut around the reload to remove the device. The patient is currently being monitored.

Manufacturer narrative:
D10 concomitant product: sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the handle had 263 of 300 procedures remaining. Analysis of data stored on the handle shows e vidence of field programmable gate array (fpga) reset/reprogram failures as well as a calibration turns error and an articulation calibration error. It was noted that the handle completed the correct amount of movement for all retraction and unclamp movements. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. It was reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.